Event description:
Event description guidant received information that this during a normal generator replacement procedure of an abdominally implanted device, this implantable transvenous defibrillation lead exhibited shocking impedance measurements of 150-180 ohms. When the physician did a 0.6 j synchronized shock the impedance measurement was 200 ohms. A portion of the defibrillation lead was explanted and the remaining portion was capped. A competitive system was subsequently implanted. The proximal portion of the lead was returned to guidant for analysis.